Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date in (B)(6) 2015. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. The patient was hospitalized for the event of peritonitis. Treatment details were not reported. On an unknown date, the patient was discharged from the hospital. It was also reported, the patient had multiple hospital admissions related to the peritonitis event (no additional information reported). On the same day as this report, the patient had the pd catheter removed and the patient was switched to hemodialysis therapy. At the time of this report, the patient had not recovered. No additional information is available.